Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("possible perforation"), abdominal pain ("severe abdominal pain/abdominal pain and pressure"), genital haemorrhage ("heavy bleeding") and procedural haemorrhage ("could not remove the original right-side essure coil/was bleeding too heavily") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right-side essure coil was in the right-side fallopian tube, it was not effectively blocked" on (B)(6) 2014. The patient's medical history included gravida ii, parity 2 ((B)(6) 2005, (B)(6) 2008), abruptio placentae in 2008, umbilical cord around neck in 2005 and abruptio placentae in 2008. Essure did not worsened a previously existing injury/condition. Previously administered products included for an unreported indication: loestrin 24 fe from 2008 to (B)(6) 2014. Concurrent conditions included obesity and tubal ligation since (B)(6) 2014. Concomitant products included oral contraceptive nos for birth control as well as ethinylestradiol;norethisterone acetate (loestrin) from 2005 to 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), allergy to metals ("hypersensitivity reaction to nickel (lower abdomen felt itchy and uncomfortable on the inside)") with pruritus and abdominal discomfort ("lower abdomen felt uncomfortable on the inside, extreme pressure"). In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/menstrual pain"), back pain ("severe back pain/back pain"), dyspareunia ("pain during intercourse/pain during intercourse"), abdominal pain lower ("lower abdomen(extreme pressure/ sharp cramps/monthly around period)/abdominal pain/ severe cramps/abdominal pain and pressure"), coital bleeding ("bleeding with intercourse") and pelvic pain ("pelvic pain, extreme pressure, sharp cramp"). In (B)(6) 2014, the patient experienced fatigue ("fatigue/fatigue"). On an unknown date, the patient experienced procedural haemorrhage (seriousness criterion medically significant), complication of device removal ("could not remove the original right-side essure coil/was bleeding too heavily") and polymenorrhagia ("excessive and frequent menstruation"). The patient was treated with analgesics, ibuprofen (motrin), levonorgestrel (mirena), mepyramine maleate;pamabrom;paracetamol (pamprin) and surgery. Essure treatment was not changed. At the time of the report, the uterine perforation, abdominal pain, genital haemorrhage, procedural haemorrhage, dysmenorrhoea, back pain, fatigue, dyspareunia, complication of device removal, abdominal pain lower, allergy to metals, abdominal discomfort, coital bleeding, pelvic pain and polymenorrhagia outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal pain lower, allergy to metals and uterine perforation with essure. The reporter considered abdominal pain, back pain, coital bleeding, complication of device removal, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, pelvic pain, polymenorrhagia and procedural haemorrhage to be related to essure. The reporter commented: (B)(6) 2014 it was determined that essure did not close the tube properly doctor suggested a full tubal ligation. On (B)(6) 2014 tubes were cut. Essure did not caused or aggravated any psychiatric and/or psychological condition. Currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: results: both coils in place but only left side was blocked. Patient had undergonedye test, an essure confirmation test on (B)(6) 2014. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. Most recent follow-up information incorporated above includes: on 1-may-2019: pfs received. Event per pfs: bleeding with intercourse,excessive and frequent menstruation, pelvic pain were added. Patient's medical history was added. Event essure could not be removed without bleeding clubbed with could not remove the original right-side essure coil/was bleeding too heavily. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received on 24-jun-2016 from a lawyer in the united states, on behalf of a plaintiff in united states. It refers to the female plaintiff/consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for permanent sterilization. Shortly after undergoing procedure, she began to suffer severe menstrual, abdominal and back pain, symptoms of fatigue, pain during intercourse and heavy bleeding. In (B)(6) 2014, hsg (hysterosalpingogram) was done and showed that both coils were in place but only left side was effectively blocked. On (B)(6) 2014, doctor attempted to remove the original right-side coil to replace it with a new device through laparoscopy. However, during this procedure, physician could not remove the original right-side coil as she was bleeding too heavily for the replacement to be made. Thus, rather than removing the original right-side coil, physician instead performed a right tubal ligation. As of now, the right-side coil remains in consumer's body. In (B)(6) 2015, she was informed by her physician that the symptoms she was experiencing were common to those reported by other patients who had undergone the implantation of essure. Accordingly, the doctor told her that if her symptoms continued to persist then she would have to undergo the removal of her fallopian tubes in order to have the essure coils removed. Additionally, she may have no choice but to undergo a hysterectomy in order to have her essure coils removed. Moreover, she has since been taking prescription medication in order to manage her severe pain. Follow-up received on 13-jul-2016: quality safety evaluation of ptc: (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had severe abdominal pain and heavy bleeding (regarded as genital bleeding) after essure (fallopian tube occlusion insert) insertion. As her confirmation test revealed right tube was not blocked the doctor attempted to remove the original right-side coil to replace it with a new device through laparoscopy. During this procedure he could not remove the coil because consumer was bleeding too heavily, thus a tubal ligation was done. The consumer has since been taking prescription medication in order to manage her severe pain. These events are listed according to essure's reference safety information. During essure micro-insert therapy, abdominal pain and abnormal genital bleeding may occur. In this particular case, the events started in close association with essure insertion and no alternative explanation was provided. Therefore, causality with the suspect insert cannot be excluded. The same assessment is given for the reported bleeding during the attempt of essure removal. Non-serious events were also reported. This case was regarded as incident, since medical intervention was required as consumer's chronic pain treatment. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("possible perforation"), genital haemorrhage ("heavy bleeding"), procedural haemorrhage ("could not remove the original right-side essure coil/was bleeding too heavily") and abdominal pain ("severe abdominal pain") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right-side essure coil was in the right-side fallopian tube, it was not effectively blocked" on (B)(6) 2014 and device difficult to use "could not remove the original right-side essure coil/was bleeding too heavily". The patient's past medical history included gravida ii, parity 2 ((B)(6) 2005, (B)(6) 2008), placental disorder nos in 2008 and umbilical cord around neck in 2005. Essure did not worsened a previously existing injury/condition. Previously administered products included for an unreported indication: loestrin 24 fe from 2008 to (B)(6) 2014. Concurrent conditions included obesity and tubal ligation since (B)(6) 2014. Concomitant products included oral contraceptive nos for birth control. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse"), abdominal pain lower ("lower abdomen(extreme pressure/ sharp cramps/monthly around period)/abdominal pain/ severe cramps"), allergy to metals ("hypersensitivity reaction to nickel (lower abdomen felt itchy and uncomfortable on the inside)") with pruritus and abdominal discomfort ("lower abdomen felt uncomfortable on the inside, extreme pressure"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), fatigue ("fatigue") and complication of device removal ("essure could not be removed without bleeding"). The patient was treated with ibuprofen (motrin), analgesics, pamprin and surgery. Essure treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, procedural haemorrhage, abdominal pain, dysmenorrhoea, back pain, fatigue, dyspareunia, abdominal pain lower and allergy to metals outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal pain lower, allergy to metals, complication of device removal and uterine perforation with essure. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage and procedural haemorrhage to be related to essure. The reporter commented: (B)(6) 2014 it was determined that essure did not close the tube properly doctor suggested a full tubal ligation. On (B)(6) 2014 tubes were cut. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: both coils in place but only left side was blocked patient had undergone dye test, an essure confirmation test on (B)(6) 2014. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. Most recent follow-up information incorporated above includes: on 4-dec-2017: new reporters, patient dob, height, historical conditions, concomitant diseases, product removal date, concomitant drug, treatment medication, new events lower abdominal cramping, nickel allergy, possible perforation, essure could not be removed without bleeding added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("possible perforation"), abdominal pain ("severe abdominal pain/abdominal pain and pressure"), genital haemorrhage ("heavy bleeding") and procedural haemorrhage ("could not remove the original right-side essure coil/was bleeding too heavily") in a 30 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("right-side essure coil was in the right-side fallopian tube, it was not effectively blocked" on (B)(6) 2014) and device removal failed ("could not remove the original right-side essure coil/was bleeding too heavily"). The patient had a medical history of abruptio placentae and abruptio placentae in 2008, umbilical cord around neck in 2005 and chronic villitis of unknown etiology, funisitis, abnormal uterine bleeding, menorrhagia, ovarian cyst, hemorrhagic cyst, leiomyoma nos, parity 2 ((B)(6) 2005, (B)(6) 2008) and gravida ii. Essure did not worsened a previously existing injury/condition. Previously administered products included: loestrin fe, ibuprofen, acetaminophen and docusate sodium. Concurrent conditions were listed as tubal ligation since (B)(6) 2014, from (B)(6) 2008 to (B)(6) 2014, cervical pap smear abnormal, ovarian cyst, uterine bleeding, hemorrhagic cyst, uterine fibroids and obesity. Concomitant products included loestrin (ethinylestradiol;norethisterone acetate) from 2005 to 2014, ferrous sulfate and oral contraceptive nos for contraception. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced uterine perforation (seriousness criteria medically important and intervention required), allergy to metals ("hypersensitivity reaction to nickel (lower abdomen felt itchy and uncomfortable on the inside)") with pruritus and abdominal discomfort ("lower abdomen felt uncomfortable on the inside, extreme pressure"). In (B)(6) 2014 she experienced abdominal pain (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criterion medically important), dysmenorrhoea ("severe menstrual pain/menstrual pain"), back pain ("severe back pain/back pain"), dyspareunia ("pain during intercourse/pain during intercourse"), abdominal pain lower ("lower abdomen(extreme pressure/ sharp cramps/monthly around period)/abdominal pain/ severe cramps/abdominal pain and pressure"), coital bleeding ("bleeding with intercourse") and pelvic pain ("pelvic pain, extreme pressure, sharp cramp"). In (B)(6) 2014 she experienced fatigue ("fatigue/fatigue"). An unknown time later she experienced procedural haemorrhage (seriousness criterion medically important) and polymenorrhagia ("excessive and frequent menstruation"). The patient was treated with other therapeutic products, analgesics, pamprin (mepyramine maleate;pamabrom;paracetamol) and mirena (levonorgestrel) as well as surgery (essure removed) and heating pad. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, back pain, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, pelvic pain, polymenorrhagia and procedural haemorrhage to be related to essure administration. No causality assessment was received for essure with regard to abdominal pain lower, allergy to metals, uterine perforation or abdominal discomfort. The reporter commented: (B)(6) 2014 it was determined that essure did not close the tube properly doctor suggested a full tubal ligation. On (B)(6) 2014 tubes were cut. Essure did not caused or aggravated any psychiatric and/or psychological condition. Currently planning for essure removal. On (B)(6) 2014: upon further examination of the right ostia, the portion of the essure device was visible. A hysteroscopic grasper was inserted and the essure device was attcmpted to be grasped however was unable to be obtained. At this point it apppeared as if the uterus ruptured at the cornua. The decision was made to switch to laparoscopy and complete the case via bilateral tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.727 kg/sqm. [Hysterosalpingogram] in (B)(6) 2014: results: both coils in place but only left side was blocke * patient had undergonedye test, an essure confirmation test on (B)(6) 2014. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : uterine perforation. Quality-safety evaluation of ptc: for essure: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. The most recent follow-up information incorporated above includes data received on: 01-may-2019: pfs received. Event per pfs: bleeding with intercourse,excessive and frequent menstruation, pelvic pain were added. Patient's medical history was added. Event essure could not be removed without bleeding clubbed with could not remove the original right-side essure coil/was bleeding too heavily. 03-may-2019: medical records received. Patient's medical history was added, tubal ligation procedure was specified in removal details. 21-nov-2019: mr received. New reporters and plaintiffs information added. Concomitant and historical conditions and drugs were added. 17-aug-2020: no new significant information. 08-dec-2020: mr received. No new information added. 21-feb-2023: pfs received : reporters information and product stop date added. Action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.